Event description:
Device 3 of 3; reference MFR. Report#1627487-2019-01215, reference MFR. Report#1627487-2019-00342.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report#1627487-2019-01215. Reference MFR. Report#1627487-2019-00342. It was reported surgical intervention was undertaken on (B)(6) 2019 wherein both extensions were explanted, the ipg was relocated higher in the scapula area, and the lead was repositioned to address the issue. Therapy was restored postoperatively and the issue resolved. Note: 2 new device reports were added for the extensions.